Manufacturer narrative:
Due to character restrictions in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-hospital inspection, the cardiosave intra-aortic balloon pump (iabp) had a leak was confirmed when trying to replace a helium cylinder with a new one. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1 (event site telephone). Updated fields: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11 failure analysis and testing (fat) department wayne, the failure analysis and testing department received the following part associated with this complaint: pn: 0103-00-0637, rev f; sn: (B)(6), high pressure, regulator. This part was received with a reported unit failure message of helium gas leak. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed high pressure, regulator into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Observed the helium gas was leaking. The fat dept. Verified the failure message of helium gas leak. High pressure, regulator failed testing. Retaining high pressure, regulator in the fat dept. Per procedure 0002-07-d008 rev au. Root cause 1 (defective/supplier): contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator (B)(6). Root cause 2 (procedure / requirement(s) ¿ gap): cardiosave service manual (0070-00-0639 rev q) does not include a requirement to replace the quick disconnect male fitting o-ring as part of the annual preventive maintenance. A getinge field service engineer (fse) evaluated the unit and replaced helium high pressure regulator (B)(6) and confirmed that there is no gas leak. There is no log of this helium gas leak. All functional and safety test performed